Event description:
On (B)(4) 2012, the lay-user/patient contacted animas alleging that the pump¿s bolus history was inaccurate. The patient did not allege any harm or injury because of the alleged issue. Upon review of the pump's bolus history for (B)(6) 2012, 0.0 of 0.0 units was delivered at 7:31 am, 7:54 am, and 8:19 am. At 7:12 am, 5.40 of 5.40 units was delivered. In addition, 0.65 of 0.65 units was delivered at 7:09 am. In each case where 0.0 units was delivered, the patient claimed that he had been attempting to deliver 4.5 units. The patient also claimed that the '8:19 am' entry was actually 'pm' and the other entries were 'am.' While troubleshooting, the patient claimed that he could see numbers counting down during an attempted bolus but could not hear the pump delivering. The alleged issue was not resolved with troubleshooting. The patient was instructed to come off of the pump and initiate a backup plan for insulin delivery. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's bolus history was inaccurate. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4): the pump history showed multiple zero unit boluses. The pump black box showed multiple manual time changes on (B)(4) 2012. A normal bolus and an audio bolus were performed and were successfully recorded in the pump history. The pump keypad was examined and there was no button contact defects were found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.